Manufacturer narrative:
A rehab facility contacted a company representative alleging a patient was using a trapeze bar and they grabbed the bar that's attached to a chain, and the chain reportedly slid through a gap in an s-hook. This caused the triangle portion of their device to impact the user's forehead resulting in 12 stitches. It has not been confirmed device involved is an invacare product. No dealer, consumer, model/serial number information has been provided at this time. Invacare is attempting to obtain additional information from complainant. MDR filed based on alleged serious injury.

Event description:
The consumer grabbed the triangle portion of the bar and the chain link allegedly slid through the gap in the s-hook, causing the consumer to be hit in the head and sustain a cut on the forehead requiring 12 stitches to repair.